Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1, ipg, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient felt faint and went to the emergency room. The right ventricular lead was noted to have loss of capture. Reprogramming was performed to increase the thresholds. The lead was capped and replaced. No further patient complications have been reported as a result of this event.